Event description:
It was reported that the patient with this pacemaker device exhibited a syncopal episode. The physician was not sure if corelated with recorded events. There was atrial arrhythmia / ventricular arrhythmia episode were recorded on the presenting electrogram (egm). This device remains in service. No adverse patient effects were reported.